Manufacturer narrative:
Field service engineer (fse) was dispatched to evaluate the issue. Fse identified that wash station water line valve 8 was not opening and closing properly. Fse replaced the valve. Engineer primed the instrument and confirmed the valve was functioning properly. There have been no further issues reported. (B)(4). Associated MDR: 9612296-2016-00068. The patient demographics were not provided by the customer.

Event description:
Customer reported the au5400 clinical chemistry analyzer generated false high glucose (glu) results on multiple patient samples for 2 different dates. This MDR reports the event that occurred on (B)(6) 2016. Customer stated that no erroneous results had been reported out of the lab for this event. Customer repeated samples and obtained acceptable results. There was no medical intervention or change to patient treatment associated with this event. Customer reported that controls (qc) performance before the event had intermittently demonstrated erratic and elevated recovery. Qc performed after the event demonstrated acceptable recovery and within facility ranges. The customer made no indication of result flagging or analyzer alarms for this event.